Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond and could not be calibrated. This was due to a broken touchscreen. The probable cause of the broken touchscreen was fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reported upon query by hospira personnel.

Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.